Event description:
As reported by the user facility ( translation of user facility information by (B)(4)): on (B)(6) 2013 at 3:30pm, was installed to a pt the device for one day infusion (24 hours). The next day ((B)(6) 2013) at 4:15 pm, the nurse realized that the device still had medicament. They decided leave the pt in the hospital until the infusion finished, that its occurred 4 hours after. The medicament that was infused was 5-fu.

Manufacturer narrative:
(B)(4). We received one used easy pump ii lt 270-27-s without packaging. The received sample was subjected to a visual examination. Damages were not detected. In as received condition the white clamp was closed. The original wing cap was assigned by the customer, at the pt connector was a cannula connected. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). Further on we detected air inside the tube (before and behind the vent filter) and air bubbles inside the flow restrictor. Further more we detected solution (liquid) at the lla-cone of the pt connector and at cannula. Additionally the sample was filled with 50 ml nacl 0.9 percent and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore we tested the flow rate of the received sample. Nominal: 10ml/h. Actual: 9/9 ml in 1h; 19.8 ml in 2h; 29.8 ml in 3h. A slow flow could not be determined. During the test of the flow rate we did not detect any leaks at the sample. We have informed our production site accordingly. The results from the batch history record in system of product easypump ii lt 270-27-s, code 454008, batch no. 2f1128ed14, found this batch was manufactured on 11th of june 2012 and did not find any non-conforming product. The flow rate testing results (after sterilization) shows all 8 samples are within specification: nominal flow rate: 10ml/hour. Sample 1: 9.40 ml/h, sample 2: 9.87, ml/h, sample 3: 10.97 ml/h, sample 4: 10.15 ml/h, sample 5: 10.08 ml/h, sample 6: 10.73 ml/h, sample 7: 8.86 ml/h, sample 8: 10.10 ml/h. We assess this complaint to be not justified.